Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance consistently high at approximately 15000 ohms throughout save to disk date range.

Event description:
It was reported that the pace/sense impedance was high for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high pace/sense impedance and high thresholds. The high voltage (hv) side of the rv lead was deemed to be functioning normally and physician elected to leave the lead in place for hv therapy if ever needed. Due to patient age physician elected to replace the rv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2008. (B)(4).